Event description:
A nurse reported the equipment's foot switch presented a problem during a cataract with intravascular lens implant procedure. The footswitch did not follow the commands. The procedure was completed with the same equipment and accessory, with no impact to the pt.

Manufacturer narrative:
The company rep examined the system and was able to replicate the reported event. The company rep replaced the foot switch and the footswitch cable. The company rep then tested the system. The system met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).